Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that a lead fracture was suspected, so the subcutaneous pocket was opened to inspect. The physician noticed that there was blood in the implantable neurostimulator (ins) canal and the lead could not be properly connected. The whole system was removed. It was reported that the patient was alive with no injury and no adverse event. Less than a month later it was reported that the lead fracture was suspected because the impedances were all greater the 4,000 ohms. It was stated that the therapy was not delivered properly and the symptoms had returned. No further information was provided.